Manufacturer narrative:
(B)(4). Investigation results: one sample was received for evaluation. During sample analysis it was noted that there was a disconnection at the junction between the clear tubing and valve access. Therefore, the reported condition was confirmed. A review of the internal production records for the lot involved could not be performed as lot number information was not provided. A review of applicable manufacturing, inspection, and packaging procedures did not identify any issues that may have contributed to the reported condition. Procedures clearly specify how to properly perform and complete the insertion process between the clear tubing and valve access. In addition, the inspection procedure requires personnel to perform several visual and functional tests prior to releasing the product. Based on the investigation results, it was determined that the most probable root cause could be related to personnel as during evaluation of the manufacturing process, a discrepancy was noted between the manufacturing method and the work instruction requirements for insertion of the clear tubing and valve access. The work instruction specifies that the clear tubing and valve access should both be inserted in the silicone machine, applying silicone to both components and then joining both components. However, during review of the manufacturing process it was noticed that only the clear tubing was inserted in the silicone machine. Manufacturing personnel will be retrained on the applicable procedure, stressing the steps to properly perform and complete the insertion process between the clear tubing and valve access. The applicable manufacturing supervisor, quality engineer, and process engineer will also be notified of the investigation findings in an effort to raise awareness. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Event description:
The customer reported the clear tubing has separated from the plastic portion of the locking drainage line that connects to the pleurx catheter. The patient was connected to a pleurovac water seal system when this occurred. The locking drainage line was the one used in the insertion tray that came from the or. There was no adverse event associated with this; however, the customer is concerned about a possible pneumothorax. The lot number is unknown. On (B)(6) 2013, customer ((B)(6)) indicated that the disconnection happened within 1-3 days of insertion. The catheter was functioning fine and did not appear to have any obvious defect. The pleurovac was set to -20cm suction. There was no obvious injury to the patient but since the sterility was interrupted, the patient is at risk for infection (empyema) and sustained at least a brief pneumothorax since the catheter was open to air. The sample is available for evaluation. On (B)(6) 2013, the customer ((B)(6)) also indicated that no additional intervention other than the tube extension change was done. No further information is available.